Manufacturer narrative:
The unit was received with minor scratches on the lcd window, cracked casing at a display window corner, cracked battery tube threads, cracked reservoir tube lip, and a cracked reservoir tube. No cracked lcd glass or lcd window was noted. The unit had intermittent button response since every button dome switch was flattened. The keypad connector was fully locked. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump had cracked casing. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated and the customer confirmed that the damage was on the display and reservoir compartment. The drive support cap appeared normal. The customer did not know how the damage occurred. The insulin pump was returned and replaced.